Manufacturer narrative:
Additional information additional information received reported that the balloon burst. Additional patient information reported that as of april 6, 2010 the patient was no longer in the hospital however the exact date the patient was released is unknown. Confirmed this was the initial used of the device and it was not resterilized. Additional information confirmed the alliance inflation system was used with the balloon during this procedure and there was no malfunction of this device. Device code changed to 1074 'burst' based on additional information received that the balloon burst. Product analysis: preliminary investigation results concluded the following: a DHR review was performed and it was determined that this device met all material, assembly and performance specifications. A search of the complaints database revealed no previous complaints exist for the specified lot number and no negative trends were noted for this defect type. A labeling review concluded the device was used in accordance with the labeling. A visual examination was performed on the returned complaint device. Observation of the device noted a severe kink in both the catheter and the guidewire of the device. Though it was reported the balloon burst, performance testing determined the balloon was unable to be inflated due to a pinhole present in the balloon. Based on labeling review, product analysis, and review of the event description the most probable root cause for this event is operational context.

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during an esophageal dilatation performed on (B) (6), 2010. According to the complainant, during the procedure a leak was noticed in the balloon when inflated to 2atms of pressure (the balloon is labeled for use up to 6atms of pressure). The inflation was canceled at 2atms and retried with this balloon and the same incident occurred. A contrast test was performed on the patient following the event and a small tear was noted in the esophagus. The origin of the esophageal tear is unknown. The patient was being monitored at the conclusion of the event. Attempts to gain additional information regarding the status of the patient and additional event information have been unsuccessful to date. Should any information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during an esophageal dilatation performed on (B) (6) 2010. According to the complainant, during the procedure a leak was noticed in the balloon when inflated to 2atms of pressure (the balloon is labeled for use up to 6atms of pressure). The inflation was canceled at 2atms and retried with this balloon and the same incident occurred. A contrast test was performed on the patient following the event and a small tear was noted in the esophagus. The origin of the esophageal tear is unknown. The patient was being monitored at the conclusion of the event. Attempts to gain additional information regarding the status of the patient and additional event information have been unsuccessful to date. Should any information become available, a supplemental MDR will be filed.